Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain gold-tite hexed screws (iunihg x 2) were returned for investigation. Visual evaluation of the as returned products identified signs of wear due to usage. Additionally, the head of one screw was fractured off and the other was bent. Functional testing could not be performed due to the nature of the devices and events. Device history record (DHR) review could not be performed as the lot number associated with the reported devices was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur with both screws and the reported fracture event was confirmed. However, the reported loosening event could not be verified as the exact details of event were non verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screws at tooth site 7 was removed because it fracture.